Event description:
Patient called to report an adverse event involving her allergan silicone breast implants. Patient stated she had the devices implanted in 2010 and was told they were smooth implants. Patient stated she discovered through the serial numbers and speaking with allergan that the devices implanted in her were not smooth implants, but instead biodimensional silicone breast implants that were used for a study that she was never aware of. Patient stated that allergan lied to her to try and cover it up. Patient stated that she received a letter from allergan in 2019 stating that the biodimensional implants had been recalled due to causing a rare form of cancer. Patient stated she has experienced many symptoms over the years including a brain tumor, freezing hands and feet, pain, fatigue, confusion, huge knots under arms, arthritis, chronic tissue disease, connective tissue disease, teeth breaking, teeth falling out, problems pronouncing words, and is horribly deformed. Patient stated that her marriage was destroyed due to the symptoms she experienced from the breast implants. Patient stated she had the implants removed on (B)(6) 2019 and still experiences many health problems. Patient stated she asked the doctor to take a picture of her implants after removal and said there was pus oozing out and one implant looked half full. Patient stated not many people in the us got these implants and were part of this study, so a lot of people may not be aware.